Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased pacing threshold soon after implant. Thresholds continued to increase until no capture at maximum outputs was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.